Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went to the clinic after hearing the device emit tones. Interrogation revealed that the s-ICD had recorded a battery depletion (bd) alert. Boston scientific technical services (ts) was contacted for assistance. The ts consultant worked with the health care professional (hcp) and determined that the remaining battery percentage was (B)(4)%. The hcp also revealed that this patient had undergone an open heart surgery and other medical procedures. The ts consultant discussed that based on the battery percentage and previous surgery, the bd alert is potentially unintended; however, a memory download was need to be submitted for analysis to confirm. The ts consultant also discussed interrogating the s-ICD again to clear the bd alert and stop the device from emitting tones. No adverse patient effects were reported. At this time, the s-ICD remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the bd alert was triggered due to a long interrogation. The alert was cleared and has not been seen at the last patient follow up. A memory download was not performed to send to boston scientific for analysis. As a result, the root cause for the alert could not be determined. No adverse patient effects were reported. The s-ICD remains implanted and in service.